Event description:
It was reported that the patient's system was removed in (B)(6) 2005 because the lead was not in the correct place, thus the system didn't provide the patient with pain relief. The patient was later implanted with a pump system.

Manufacturer narrative:
(B)(4): lead model 3986ilc, lot# n26556, implanted: 2003-(B)(6), explanted: unk; lead model 3986ilc, lot# n26556, implanted: 2003-(B)(6), explanted: unk; extension model 748966, serial# (B)(4), implanted: 2003-(B)(6) explanted: unk; extension model 748966, serial# (B)(4), implanted: 2003-(B)(6), explanted: unk; programmer model 7435, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received more than 3 years later from the consumer reported that the doctor removed the pain stimulator within 24 hours. The nurse did not know how to use the pain stimulation device. The pain stimulator was turned up to the highest increment and the patient was up all night in pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.